Event description:
The pressurewire x, wireless was used for diagnosing ischemia via radius approach; a 4fr cag catheter was used with the device. There was stenosis in lad#6 with mild tortuosity, moderate angulation, and severe calcification. The device was prepared, and calibration and equalization were performed normally. There was resistance was felt while advancing the device to the distal lesion. The device got caught at the severely calcified vessel and was unable to move back and forth. Torque was applied to the device but it could not be removed. The 4fr cag catheter was removed and a multi-purpose catheter was inserted into the coronary artery. However, the multi-purpose catheter could not be advanced along the device and could not be engaged in the vessel. While using the multi-purpose catheter, the resistance went away. The pressurewire x, wireless was withdrawn when it was pulled, but the coil part was found fractured. The angiogram confirmed that the coil part was partially left in the coronary artery. The multi-purpose catheter was removed and was changed to a 6fr guiding catheter, and a gooseneck snare catheter was used. However, the tip coil part could not be retrieved and moved into the lad distal region. By using non-abbott snare catheter, the tip coil part was retrieved successfully. It took an hour to retrieve the tip coil part, but no consequences occurred on the patient. The procedure was completed without ffr. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
The reported event of the distal tip coil stuck and fractured could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Information from the field states that the pressurewire was used with a 4f guiding catheter. The pressurewire instructions for use (IFU) , directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.